Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and three stent graft cuffs were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. It was reported that the pt had severely tortuous vessels. There was no calcification and aneurysm size at the time of initial implant is unknown. It was reported that the pt came to the emergency room with low blood pressure and the pt was stabilized. Upon examination there was a separation between the bifurcated stent graft and the first stent graft cuff as well as between the first stent graft cuff and the second stent graft cuff. It was reported that the angulation of the aortic neck had increased to greater than 60 degrees. The physician implanted two cuffs to cover the separated stent grafts. There were no clinical sequelae reported, and the pt is reported to be doing well.